Event description:
Procedure type: esophagogastrectomy. According to the reporter: the threads broke and the gastric catheter dismantled itself when introduced inside the esophagus. The anvil stuck in the esophagus. Intervention was needed by a gastrologue. The inability to use the dmi change the operative method. The device was retrieved with a gastroscopy device and a pincher.

Manufacturer narrative:
(B)(4)